Manufacturer narrative:
A partial lead, the connector portion, was returned in one segment. Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was congestive heart failure and coronary heart disease. No further information is available at this time.